Event description:
The customer observed a falsely elevated architect stat high sensitive troponin-I result for a 5-year-old female patient. The following data was provided (customer¿s reference range is <0.0156 ng/ml): initial result was 0.2153, repeat results were 0.0000 and 0.0009 ng/ml. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 03p25, that has a similar product distributed in the us, list number 02r98 (troponin-I stat high sensitivity), and a 510k number of k191595.

Manufacturer narrative:
The complaint investigation for a falsely elevated architect stat high sensitive troponin-I results, for a 5-year-old patient, included a review of complaint text, a search for similar complaints, trending data, labeling, and device history records. The overall performance of architect stat high sensitive troponin-I reagents in the field were reviewed using data gathered from customers worldwide. Review shows that the median patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. A review of tracking and trending for the product and the likely cause lot did not identify an increase in complaint activity. Device history record review on lot 74198ud01 did not show any potential non-conformances or deviations. Labeling was reviewed and found to adequately address the issue. Per product labeling, any condition resulting in myocardial injury can potentially increase cardiac troponin I levels. For mi diagnostic purposes, the architect stat high sensitive troponin-I results should be used in conjunction with other information such as ECG, clinical observations, and symptoms, etc. In addition, per product labeling, the 99th percentile cutoff for female patients in the age range of 21 to 75 years is 15.6 pg/ml. Abbott has not established expected ranges for female patients < 21 years old. The sample re-test gave the expected results. Based on the investigation, architect stat high sensitive troponin-I, lot number 74198ud01, is performing as intended, no systemic issue or deficiency of the reagent was identified.

Event description:
The customer observed a falsely elevated architect stat high sensitive troponin-I result for a 5-year-old female patient. The following data was provided (customer¿s reference range is <0.0156 ng/ml): initial result was 0.2153, repeat results were 0.0000 and 0.0009 ng/ml. There was no impact to patient management reported.